Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No new rv lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the physician decided to remove the rv lead as the patient did not require rv pacing. Also, the patient was complaining of chest discomfort before the procedure and there undersensing at high outputs. Furthermore, this lead was kept by the hospital. There were no adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No new rv lead was implanted. No additional adverse patient effects were reported.